Event description:
When the physician (who has a lot of experience with this product) used eus-fnb [echo-hd-19-c (g53585)] on endoscopic ultrasound, when he did the 1st push, the needle stuck, cannot push out and obtain sample, then he changed another one, the 2nd product worked smoothly. Patient outcome: no patient info provided. No adverse effect on patient. Patient/event info - notes: updated on (B)(6) 2024, 1. Are images of the device or procedure available? N/a, yes, no: no. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end patient end (distal end). 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no: no. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: yes 6. Was gaining access to the target site difficult? N/a, yes, no: fail to access from the very beginning. 7. Was the device used in a tortuous position? N/a, yes, no: no. 8. Was puncture of the target site difficult? N/a, yes, no: n/a. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Distal of gastric. 10. Please describe the size of the intended target site. N/a. 11. If not with the device in question, how was the procedure performed and/or finished? Open a new needle and finish the procedure. 12. Was the device damaged in packaging prior to removal? N/a, yes, no: no. 13. Was the device damaged on removal from packaging? N/a, yes, no: no. 14. Was force required to remove the device? N/a, yes, no: no. 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no: no. 16. What intervention (if any) was required? No. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day same procedure. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no: no. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Olympus: 21. Was resistance felt while inserting the device through the scope? N/a, yes, no: no. 22. Was the scope recently serviced / repaired? N/a, yes, no: no. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? During puncture and needle retraction. 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no: no. 25. Was difficulty experienced while retracting the needle? N/a, yes, no: no. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no: n/a, the needle cannot push out of the sheath. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no: the scope was in flexed position. 28. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no: n/a. 29. How many samples were obtained (passes completed) with this needle? None. 30. Did any section of the device detach inside the patient? N/a, yes, no: if yes, please specify: no. 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no: no. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no: no. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no: yes. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2029164 of echo-hd-19-c was returned for evaluation opened not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Functional inspection: sheath extender able to advance and retract without issue. Needle handle unable to advance or retract. (Needle handle able to advance and retract once needle is withdrawn.) Stylet removed from the device with slight difficulty. Clarification was sought as below: query: during lab evaluation of the device kink on sheath below sheath extender was observed, stylet was examined, and proximal kink observed on stylet, needle was removed from device and observed to be broken proximally below the sheath extender. Could you confirm with the customer if this condition was observed prior to returning the device to cirl? Response: customer has confirmed that this condition was not observed prior to returning the device. Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c2029164 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: upon review of complaints this failure mode has occurred previously with this lot c2029164, however there is no evidence to suggest that this issue affects the entire lot c2029164. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause of advancement difficulty could be attributed to the distal needle kink, which could have resulted due to hard lesion combined with endoscope being in a flexed position during the procedure. Additionally, it was noted that access to the target site had failed from the beginning, possibly due to a hard lesion, which may have contributed to the distal needle kinking. Proximal kink and needle break on the sheath extender observed during the lab evaluation was most likely caused due to transport returns as the user responded that this condition was not observed prior to returning the device. Summary: according to the customer, needle was stuck when doctor did the 1st push. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause of advancement difficulty could be attributed to the distal needle kink, which could have resulted due to hard lesion combined with endoscope being in a flexed position during the procedure. Additionally, it was noted that access to the target site had failed from the beginning, possibly due to a hard lesion, which may have contributed to the distal needle kinking. Proximal kink and needle break on the sheath extender observed during the lab evaluation was most likely caused due to transport returns as the user responded that this condition was not observed prior to returning the device. Complaints of this nature will continue to be monitored for similar event.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-jun-2025. Additional information received on 17 mar 2025 ¿ kink below sheath extender, proximal kink on stylet and proximal break not observed prior to return.